Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported they are not able to get to the recharging screen on the controller since a month ago. Patient stated ever since she moved the whole thing came apart and lid does not stay. Patient stated they are getting set up screen. Agent asked clarifying questions. Agent reviewed meaning of set up screen. Patient stated they have two implants and two controllers. One controller for the neck and the other for the lower back. Patient stated they are using the correct controller. Agent assisted patient with the set up process on the controller. Patient services specialist asked patient to inspect the recharger for damage and patient said there is no visible damage to the recharger. Patient mentioned she received a new rtm. Patient started charging the implanted neurostimulator and getting excellent quality with ins 0%, and controller 90% charged. Patient service confirmed the external devices are functioning as they should. The troubleshooting steps that were taken on the call resolved the issue. Pt called back stating they were ready to throw the device out of the window. Pt had had issues for over a month and said they called patient services. Pt reported they were not able to charge the controller. Had pt plug in the controller in the wall. The screen came on. Had pt insert the battery pack and there was no green blinking light. Pt lost the battery cover. Had pt reinsert the battery and inspect for damage. No damage. The light was not coming on. Pt has 2 inss and 2 sets of equipment. The issue is with the controller for the right ins. Had pt try the battery pack from the 2nd controller. It worked. The light came on. Implant battery was empty. Suggested pt could use this battery pack to charge the implant until the replacement battery with the door arrives. An email was sent to repair to replace the battery pack. See sn in secure field note. Pt also mentioned they fell yesterday and also had a cold. Pt called back stating that they were ready to throw everything out the window. Pt said that they are going to be sent a new battery, but they couldn't get it working and when they went to put the battery that worked in the regular one (controller), it said that data was lost. Pt confirmed that the message was memory problem data has been lost. Agent reviewed screen meaning with the pt and advised the pt that the date/time would just need to be reset. Pt said that they weren't feeling good. Pt didn't want to stay on the phone or call back and be on hold again; pt said that they would try again. Pt said that they still couldn't charge the device and that the device hadn't been working for almost two months. Agent advised the pt to wait for the replacement product as discussed with previous agent. Pt noted that they made an appointment with hcp for sometime in february. Patient (pt) called back stating they received replacement battery pack from this case but they are still having problems with it and controller will not work. Pt got so frustrated so they "sent the whole darn thing back". Agent clarified - pt sent back controller and battery pack. Agent reviewed patient service's would need to troubleshoot with replacement items. Pt stated they have been having issues with the controller not working for 3 months. A replacement battery pack and controller were sent out. Agent will call pt back tomorrow for further troubleshooting. Agent made outbound call to pt - pt stated the controller light was "beeping" but did not have the equipment with them. Agent will call pt back later today for troubleshooting. Agent made outbound call to patient (pt). Pt paired controller to the lower implant and pt saw controller at 100% and implant 0% recharging good but pt stated they can reposition to see recharging excellent. No further action needed. Additional information was received from a patient (pt). It was reported that they received the replacement controller but noted they still had issues with the controller not working. Agent had pt plug controller into the wall and confirmed a green solid light indicating the controller battery was fully charged. Pt unlocked the controller and saw the set up for screen and agent helped the pt pair their controller successfully. Pt then initiated a recharge session to their implantable neurostimulator (ins) with excellent quality. Pt noted they tried both of their rechargers and saw recharging excellent but the ins battery still wouldn't increase. Pt confirmed they did have falls in the past. Agent reviewed the external equipment was functioning as intended. Agent suggested the pt continue recharging the ins and if their ins battery didn't increase to follow-up with their healthcare provider (hcp) and a manufacturer representative (rep). Agent reviewed role of rep and provided the pt with the nas number for their hcp office.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient responded to questions regarding the cause with a question mark, steps taken to resolve with blank (no information provided) and issue resolved with no.